Manufacturer narrative:
Physio-control replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the on/off button being worn.

Event description:
During routine preventative maintenance testing by physio-control, the device would not power on when initially pressing the on/off button. The on/off button had to be pressed multiple times to get the device to power on. As a result, defibrillation therapy may be delayed or unavailable, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by physio-control, the device would not power on when initially pressing the on/off button. The on/off button had to be pressed multiple times to get the device to power on. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use associated with the reported event.